Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant procedure of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced orthostatic hypotension. It was noted that when getting out of the bathtub and standing up, the patient became ¿real dizzy¿ and may have blacked out with family present. Medication was administered, and the device remain in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.